Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that crosstalk inhibited the ICD from pacing. The patient was not dependent on the pacing. The device was reprogrammed and the patient was in good condition.